Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had leakage. The customer stated they tried different sizes on the patient, but are always the same fault, it leaked via the urethra, and when it was pushed out, there were only 8 ml of glycerine mix. Although cuffed with 10 ml, cuff has blocked the urethra opening in the bladder, as a large amount of urine was ejected when the cuff was emptied. There was no patient harm associated with this event.

Manufacturer narrative:
Additional information: d3(MFR name, street 1, MFR city, country code, postal code), d10, g4, h3, h6 h3 evaluation summary: the product was received. Upon visual inspection, the catheter looks intact, no damage was detected. Inflated the balloon of the catheter to the nominal volume of 10cc but no leakage was observed. Performed some manipulations on the filled balloon, slight pulling and stretching, in order to detect leakage in case it is hidden or minor, however the balloon did not leak. The investigation found the device to function normally. No new formal investigation is required, the event will be included in trending and monitoring. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.